Manufacturer narrative:
Please note only month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins has been in overdischarge since (B)(6) 2017. The patient stated he had an unrelated surgery and did not charge. The rep has an appointment with the patient to assist with taking the ins out of the overdischarged state. The issue was not resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for multiple back operations, spinal pain. It was reported that the patient had last felt stimulation approximately two months ago, and last successfully recharged their ins approximately three months ago. The patient reported that they had been in a car accident and had not been charging their ins. The patient had poor communication with the ins and directed to follow up with their healthcare professional (hcp) for a possible overdischarge (od). No patient symptoms, and no additional complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-03-22 additional information was reported via a manufacturer representative that the managing healthcare professional (hcp) was aware of the situation, and that the manufacturer representative had assisted with taking the device out of overdischarge, and the patient reported being happy with his current therapy. No patient symptoms, and no additional device complication were reported.